Event description:
It was reported that the right atrial (ra) pacing lead was exhibiting no capture, high impedance, and undersensing of p-waves. A fracture was confirmed and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452 implantable pacing lead (B)(6) 2003. (B)(4).